Event description:
During patient setup, the acuity stand pro display cover (pizza board cover) fell while the gantry was moving from varian iec 90 to 270 degree. There was no serious injury reported as a result of this event.

Manufacturer narrative:
Method: though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.